Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/28/2020. Additional information: h6. Additional h3 investigation summary: a suture piece and detached needle were returned for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn¿t be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/15/2020. Additional information: h6 device codes: 1069 - breakage. H3 device evaluation summary: it was received for analysis an empty labeled winding former a suture piece and a detached needle of product code sxpp1b420. During the visual inspection of the sample, it was observed that needle was broken in the swage area. Also, there are slightly marks on the body needle. The suture was examined for visual inspection defects and there was a needle piece attached in the suture. The assignable cause of the broken needle cannot be concluded, and an additional evaluation is necessary.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and barbed suture was used. During the procedure the thread unlocked from the needle. A new barbed suture was opened to complete the procedure. There was no adverse patient consequence reported.